Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08655 inches. No delivery anomalies or unexpected insulin flow blocked alarms noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was hospitalized due to diabetic ketoacidosis. Customer's blood glucose level was 186 mg/dl. Customer reported that the insulin pump had insulin flow blocked alarm during tubing. Customer stated that the insulin exited. Customer try to insert a new set and reservoir but still showing insulin flow blocked. The insulin pump will be returned for analysis.